Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700360 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was not loaded properly and it was broken. There was no patient injury.

Event description:
It was reported that the clip was not loaded properly and it was broken. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a broken clip stuck in the device and the rotation tab was bent. The returned sample appears used as there is biological material present on the device. (B)(4). The returned sample was reviewed with a r & d engineer. The broken clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. Another attempt was made and the next clip was unable to properly load as it got stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The sample was received with 11 clip remaining in the channel indicating that 4 clips were fired by the end user. It is possible that the clips stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order (B)(4). However, it is also possible that the clips became out of position during use. Since it could not be determined exactly how or when the clips became out of position, the roo t cause of this complaint issue is undetermined. The returned sample was reviewed with a r & d engineer. The broken clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. Another attempt was made and the next clip was unable to properly load as it got stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The sample was received with 11 clip remaining in the channel indicating that 4 clips were fired by the end user. It is possible that the clips stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order (B)(4). However, it is also possible that the clips became out of position during use. Since it could not be determined exactly how or when the clips became out of position, the root cause of this complaint issue is undetermined. It is possible that this complaint issue occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order (B)(4). It is also possible that the clips became out of position during use. Since it cannot be confirmed when or how the clips became out of position, the root cause of this complaint issue is undetermined.